Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: inguinal hernia repair. The balloon would not properly inflate during the case. Eventually it ruptured and a piece of balloon was retrieved from inside of patient. Applied another device to complete the case. There was no report of unanticipated blood/tissue loss, or extended operating room time. No patient injury was reported.